Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision. The lens was exchanged for another lens model 20 months 29 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complication of iol. Additional information was received, patient issues was resolved and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).